Event description:
It was reported that symptomatic bradycardia and sick sinus syndrome occurred. A pulse field ablation procedure was performed using a farawave catheter. Post procedurally the patient experienced persistent symptomatic bradycardia and sick sinus syndrome. An unknown pacemaker was implanted to resolved the arrythmias.

Manufacturer narrative:
A1 patient identifier: (B)(6). D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.